Manufacturer narrative:
The accessory was inspected by an arjo representative. Based on the photo evidence provided, it was confirmed that the lifting handle strap raptured at the location where it is normally connected to the pole. This type of malfunction results in the lifting handle being detached from the pole. The faulty accessory was replaced. The arjo representative (who replaced the defective part) left the company and did not give any more details about the circumstances of the event. The customer only reported that the handle strap broke. This was confirmed by the photos provided. They show that the strap broke in a place where there were no seams and was not frayed either. Therefore, it appears that the strap might have been cut or torn as a result of being caught on a heavy object. However, based on the very limited information received, we were not able to confirm the above hypothesis. The enterprise 5000x instruction for use (IFU; 746-577_en_17) includes the following information for the user: "when moving or operating the bed, take care that any attached accessories (e.g. Lifting pole) do not strike doors, ceilings, etc." Daily "examine the lifting pole, strap and handle (...) If the result of any of these tests is unsatisfactory, contact arjo or an approved service agent." In summary, the accessory did not meet the manufacturer¿s specification due the handle lifting strap breakage. There was no indication that the reported issue occurred at the time of use by a patient. The complaint was deemed reportable due to the allegation that the strap of the lifting handle raptured and became detached.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo became aware of an event involving enterprise 5000x bed and its accessory ent-acc01 - lifting handle. It was indicated that the handle strap broke and detached. No patient involvement and no injuries were reported.